Event description:
It was reported that pump became hot to touch and recorded temperature alarm while customer used pump within normal environmental conditions. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged warranty replacement pump, confirmed shipping details, instructed customer to place pump into storage mode, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.